Manufacturer narrative:
Terumo did not receive the actual device and further investigation is necessary. Terumo plans on submitting a follow-up report when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the x-coated tubing was cloudy. The product was not changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no patient harm.